Event description:
It was reported by svc report that tech was requested to stop by because of a parts problems. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: customer was given the part numbers that they needed to fix the parts that needed replacement.